Manufacturer narrative:
Additional data: h3 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A customer reported that an unknown white substance was found in the cannula of an es2 short blade cannulated screw intra-operatively. The procedure was completed successfully with a five minute surgical delay and no adverse consequence to the patient.